Event description:
It was reported that the handpiece overheated. This was not found during a surgical procedure. There was no pt involvement or adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the blade mount gap was too tight, the bearings were worn, and corrosion was found in the motor and pins. The motor cartridge, blade mount and bearings were replaced, along with other components.